Event description:
It was reported that the proximal part of the coil delivery wire broke when it was being taking out from the introducer sheath. There were no patient complications reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the proximal contact was intact. The delivery wire was found broken/fractured below the proximal contact bond, and the delivery wire was found slightly kinked. The main coil was found kinked near the detachment zone. The exact cause for the main coil kink cannot be determined as this was not reported by the customer. In addition, information available indicated that the coil was being taken out of the introducer sheath when the break on the delivery wire was observed. Therefore, based on the information available and damages observed to the delivery wire, an assignable cause of handling damage has been assigned to this investigation.

Event description:
It was reported that the proximal part of the coil delivery wire broke when it was being taking out from the introducer sheath. There were no patient complications reported due to this event.